Event description:
The customer alleged that the endozyme bottle did not have any soap. She was not able to obtain any detergent from the bottle. The customer performed an extensive pre-cleaning process with the enzymatic solution before it was processed in the aer. This was reported on 07/24/2009, when she noticed the enzyme bottle was empty and the scope was processed with only water without the enzymatic solution. In addition to the empty detergent bottle which was not refilled by the staff, the priming step of the cycle did not work. The fse (field service engineer) serviced the unit. It is currently in operation. The customer also reported that during the event, one scope was in the unit - this scope was used on a pt. The customer stated the healthcare worker that removed the scope from the unit was not aware of the issue at the time. It was a ercp 30k series scope. The customer was concerned about the pt. She was advised that only her facility can determine if they compromised the pt. She was informed that since the enzymatic solution was not entering the unit, that it was not working correctly. The customer stated the facility infection control was now involved with the issue and had the pt info. The customer denied any issues with the pt. She did not have any info on the unit or the pt. The customer was later contacted and she stated the pt that was involved in the event was not injured from the scope used; the customer stated, "everything (the pt) is clear. The pt is okay." And the unit is in operation.

Manufacturer narrative:
Membrane contact. The vendor, evaluated at customer's site. The fse (field service engineer) repaired the unit.

Manufacturer narrative:
Asp investigation summary: the investigation included a service history review, complaint trending by problem codes, and failure mode and effects analysis. Within the past six months (january 2009 - july 2009), per account history, this unit has not observed a significant trend of this same issue. A review of the complaint history for aer units with similar problem codes of "soap injector failure" revealed that two complaints were reported over the past 12 months (january 2010 - december 2010) which is an average of less than one complaint per month and does not indicate a significant trend. An assessment of the aer fmea (failure mode and effects analysis) revealed the rpns (risk priority numbers) for all soap bottle and soap injector pump related failure modes are below the threshold of 100, indicating that the associated risks are minimal.